Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) for assistance programming the MRI protection mode on the implantable cardioverter defibrillator (ICD) system. Ts reviewed provided data and was found that this right atrial (ra) lead exhibited oversensing, high out of range pacing impedances, high pacing thresholds and possible loss of capture (loc) on the presenting electrogram (egm). Ts advised the hcp that the MRI scan would be considered off label if completed due to the ra lead issues. Ts also recommended for the hcp to consult the local field representative and device treating clinic for further evaluation of the ra lead. At this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) for assistance programming the MRI protection mode on the implantable cardioverter defibrillator (ICD) system. Ts reviewed provided data and was found that this right atrial (ra) lead exhibited oversensing, high out of range pacing impedances, high pacing thresholds and possible loss of capture (loc) on the presenting electrogram (egm). Ts advised the hcp that the MRI scan would be considered off label if completed due to the ra lead issues. No MRI programming was done at this time. Ts also recommended for the hcp to consult the local field representative and device treating clinic for further evaluation of the ra lead. At this time, this ra lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision was performed where this ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) for assistance programming the MRI protection mode on the implantable cardioverter defibrillator (ICD) system. Ts reviewed provided data and was found that this right atrial (ra) lead exhibited oversensing, high out of range pacing impedances, high pacing thresholds and possible loss of capture (loc) on the presenting electrogram (egm). Ts advised the hcp that the MRI scan would be considered off label if completed due to the ra lead issues. Ts also recommended for the hcp to consult the local field representative and device treating clinic for further evaluation of the ra lead. At this time, this ra lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision was performed where this ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.